Event description:
Information was received from a healthcare provider regarding a patient receiving bupivacaine 3mg/ml and hydromorphone 1mg/ml via an implantable pump. The indication for use was spinal pain indications. The healthcare provider reported the patient had an MRI yesterday at 4pm. The patient was now experiencing increased pain and was being put on oral medications. Per the healthcare provider after re-interrogating 4 times, the logs are still not displaying a motor stall recovery.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.